Manufacturer narrative:
3004753838-2018-147252.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It has been reported that readings were 90 points off. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
3004753838-2018-147252 please disregard all information that was reported in the initial MDR for report number 3004753838-2018-147252 as this is a duplicate report. The customer complaint has been previously reported in report number 3004753838-2018-147253 / (B)(4).